Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have only received some pictures showing a pouch empty, there is no suture inside. We assume that this defect was caused in the automatic winding machine during the manufacturing process. This unit was packaged without the suture, and it was not discarded by mistake. However, considering that only one unit has been found and that there are no previous complaints of this code batch, we consider it an isolated event. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a failure in the automatic winding machine in production, the involved unit was packaged without the suture and not discarded as defective. Final conclusion: considering that the unit of the pictures received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that during the operation, a manufacturing defect was discovered when opening novosyn® quick - the absence of suture material in the primary packaging.